Event description:
A healthcare professional reported that a patient had a material reaction to an nti-tss plus lower arch appliance. Reportedly the patient received the device in (B)(6) 2025 and began experiencing lip swelling where appliance contacted, developed a heart issue and went into a-fib. Patient stopped using the device and the symptoms went away. Patient is to get an allergy test.

Manufacturer narrative:
The device has not been returned for evaluation. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference # (B)(4).